Event description:
A high impedance event was observed for system diagnostic test. The device was interrogated and a system diagnostic was performed and resulted in high impedance and low battery indicator. A generator replacement was performed and the impedance for the new generator when connected to the existing lead was within normal limits (3294 ohms). The lead was not replaced and no known surgical interventions to replace the lead has occurred to date. The low battery condition (partially depleted) was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found.